Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: upon inspection at the service center, the cover of the distal tip was found to be broken. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during storage of an evis exera ii duodenovideoscope, the tip of the scope was hit/struck, breaking the cover of the distal tip. There was no patient contact/impact associated with this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿please read before use: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause . Conclusion: we cannot conclusively determine the cause of the reported event. Based on the following information, we presume that cover was broken by impact/stress applied to distal end. According to event description, the user hit distal end of the subject device during the storage of the device. IFU states that hitting and/or dropping the device may cause breakage.